Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a loss of contact with the device was observed, potentially due to patient position changes. No intervention was performed. On (B)(6) 2020, waveforms that did not look physiologic was seen on a remote transmission. It was noted that the patient was using a transcutaneous electrical nerve stimulation (tens) machine and was asked to refrain from using the tens. The patient was stable and will continue to be followed.